Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a heart transplant.

Manufacturer narrative:
B2 - outcomes attributed to adverse - correction. Manufacturer¿s investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), reported or identified through this evaluation. Whether the outcome was device or therapy related was unknown, and the device was not returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported event and status of product return; however, no additional information has been provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.